Event description:
It was reported that device contamination occurred. An encore 26 inflation device was selected for use. During preparation, it was noted that there was a "white object found in the memory". The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The gauge needle was at 0 atm when received. A white stain was observed in the exterior of the syringe. No other issues were identified during the product analysis.

Event description:
It was reported that device contamination occurred. An encore 26 inflation device was selected for use. During preparation, it was noted that there was a "white object found in the memory". The procedure was completed with another of the same device. No patient complications were reported.